Manufacturer narrative:
At surgery, it could not be determined that there was a leak and where, and that replacing the port would resolve the issue for the patient. The preoperative contrast study indicated a leak in the tubing system above the connector. The patient and surgeon are still deciding a course of action. The complaint could not be analyzed as the product has not been explanted for return analysis. The lot associated with the complaint wasn't provided by the complainant. Therefore, the analysis of the lot history record couldn't be performed. Unable to determine root cause or conduct trending analysis. No further action is to be taken unless the unit is explanted and returned for analysis. No new risks were identified. No correction or corrective action is required. The failure mode of device leakage is covered under rfmea0001 and reported an acceptable low rate of occurrence for leakage. The complaint rate for this category continues to be monitored.

Event description:
The doctor contacted a reshape hcp consultant, via email: "I have a patient s/p 10cm band (2008) who has a tubing leak which seems to be at or just above the metal tubing connector. No other relevant information was provided

Manufacturer narrative:
Pending investigation.